Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation with an attached monoject 1.3 cc volume limited syringe. The introducer was not returned. The balloon inflated but failed to maintain inflation due to leakage from a partial bond detachment between proximal electrode and catheter body. No visible inconsistencies were observed on the balloon and no visible damage was found on the catheter body or returned syringe. Balloon inflation testing was performed using the returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under 20x magnification and with the unaided eye. The complaint was confirmed as related to the manufacturing process. An investigation was opened to determine the cause and implement any necessary actions.

Event description:
It was reported that "air leakage" was noted from the proximal electrode and therefore, the balloon could not maintain the inflation before use. The product was not used and no patient injury occurred.